Event description:
Pt undergoing laparascopic resection of splenic cyst. Hook cautery inserted through the skin, cyst dissected. After excision, hook cautery was used to control bleeding. Bovie settings at 20. Surgeon requested increase to 30, 40, then 50. Staff noted flame at site where hook being used. Upon inspection, found melted cautery with exposed metal. Did not use trocar sheath. Pt suffered room and possible colon injury.